Event description:
The customer reported the angulation was reduced and the forceps elevator was not moving smoothly. The reported issues occurred while reprocessing the subject device, after a procedure. An olympus field service engineer (fse) visited the customer site and inspected the device. It was observed the bending angles in all directions were out of specification and the forceps elevator was not rising or falling smoothly. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the foreign material. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the foreign material remaining under the forceps base could not be determined. However, the following scenarios are possible: ·foreign material entered into the k-pipe (housing of the forceps elevator wire), the forceps stand could not operate, causing the cleaning under the forceps table to be insufficient, and foreign matter remained. ·there was a difference between the brushing method around the forceps stand and the forceps stand implemented by the facility and the brushing method recommended by the device's instructions for use (IFU). ·there was a lack of training in equipment handling in accordance with the IFU, cleaning, disinfection and sterilization (cds) implementation at the time of repair and return, and normal cds methods. The device's instruction manual provides the following warning, which may help to prevent the issue: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ the reported issues (reduced angulation and abnormalities in the operation of the forceps elevator) were not confirmed or duplicated. During inspection and testing, service found the adhesive on the bending section cover was detached, the connecting tube was scratched, the grip was discolored, the control unit was scratched, and the scope connector was scratched. There was play in the up/down angulation knob, and the right/left angulation knob, due to wear of the angulation wire. The water removal ability was out of specification due to a clogged nozzle. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Updated fields: b3, e1, e2, and e3.